Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of a pericardial tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
After the redo atrial fibrillation procedure was completed, a transthoracic echocardiogram was performed which noted an absence of normal cardiac silhouette movement due to a pericardial tamponade. This resulted in a pericardiocentesis being performed. The patient became hemodynamically stable. The exact cause of the tamponade could not be clearly identified. During the procedure, there was no excessive contact force or abnormal impedance behavior observed during rf ablations. The ablation power settings was at 50w. As this was a redo procedure, ablation was carried out at the superior vena cava, along the left superior pulmonary vein in the ridge area, and the right pulmonary vein antrum was widened on the anterior aspect. The location of the perforation is unknown. The patient is stable. There were no performance issues with any abbott device.